Event description:
A report was received that the patient underwent an explant procedure and two of the lead contacts were left inside the patient's body. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure and two of the lead contacts were left inside the patient's body. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.